Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was learned the patient presented to the hospital with erosion of the wires into the chest wall and it was determined the patient developed a pocket infection. A recommendation was made for hospital admission; however, the patient declined and admission was delayed. When the patient was ultimately admitted it was determined there was vegetation on the tricuspid valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was removed due to vegetation and the patient is deceased. A request for additional information revealed the cause of death was sepsis, multi system organ failure, renal failure, and endocarditis.